Event description:
During a "brologie" procedure using resectascope, pt's right leg twitched up. Bovie pad was repositioned from the right thigh to right flank area. No further problems occurred during procedure. After procedure was completed, it was noted that the lens and sheath of the resectascope was burned. Site of bovie pad on left flank was clear, no skin irritation or redness noted.